Event description:
Age, weight and sex of the pt are unk. It was reported to boston scientific that after the hydratome rx sphincterotome was introduced to the ampulla the tome did not bow when the handle was tightened. The cutting wire appeared to be twisted, but was not broken. There were no pt complications. The device was exchanged using standard rx exchange. A new hydratome was inserted to complete the procedure.

Manufacturer narrative:
A device history record review of the lot number was performed and revealed no related issues to the reported complaint. The suspect device has been disposed; therefore a device evaluation could not be performed. From the event description, it appears that the cutting wire was misaligned likely due to twisted distal tip. Based on the event description and evaluation of other devices that have been returned with the same issue; the bowing issue could be due to user handling or mfg or packaging and could not be verified without analyzing the device. The cause of the reported event is undeterminable.